Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, clip was advanced into ventricle. The grippers were accidently lowered beneath the leaflets. Troubleshooting was performed and was successful. The clip was retracted back into left atrium(la). The gripper was observed to be bent. As a result, a decision was made to remove the clip from the anatomy. While removal, the clip was unable to close completely. The entire system was retracted down to the groin and a small incision was made to allow smooth removal of the system. The mr remained unchanged post procedure. There was no clinically significant delay. On (B)(6) 2025, the hemostasis valve of the steerable guide catheter (sgc) was observed to be torn on returned device analysis.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the returned device analysis observed the hemostasis silicone valve to be torn and scratches on the soft tip. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the torn silicone valve and scratches on the soft tip appear to be due to procedural conditions as the clip delivery system (cds) was removed with the clip not fully closed. There is no indication of a product issue with respect to manufacture, design or labeling.